Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could be fired properly at the 1st firing. The surgeon closed the jaw and handed the device to the nurse. When the nurse pushed the release button to load the cartridge for the second firing, the jaw could not be opened. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.